Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch/lock flex sensor was found. The latch/lock flex sensor was replaced to fix the issue.

Event description:
The device was returned due to the latch/lock not responding. The results of the investigation found that the device had a faulty latch/lock flex sensor. There was no patient involvement.